Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic procedure, a mitek vapr electrode sparked during activation. The surgeon stopped activation and removed the electrode from the body. At this point, for whatever reason, the surgeon chose to complete the repair via a "mini open". The procedure was concluded successfully without further issue or harm to the pt.